Manufacturer narrative:
The insulin pump had no button error alarm noted. However, the insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device had been bumped in the past. Blood glucose level at the time of the incident was 110 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.